Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, in-stent restenosis and patient death occurred. The patient received a stent implant in the main left renal artery and another stent two months post the initial procedure. One or more of the stents were taxus express2 drug eluting stents and/or non-bsc stents. The patient died four months post the initial procedure due to 'inordinate in-stent restenosis' and/or other complications.

Manufacturer narrative:
The complaint device was not returned; therefore, analysis of the device was not possible. The batch number is unknown, therefore, a review of the manufacturing records and a similar complaint trend review could not be conducted. The information provided in the complaint was reviewed and does not indicate that this device malfunctioned or directly contributed to the patient's death and the product was not returned for thorough investigation. The cause of the difficulties experienced during the procedure could not be determined, patient death and stent restenosis have been identified in the dfu as a potential complication associated with coronary stenting and therefore, the root cause anticipated procedural complication has been chosen.